Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the monopolar curved scissors instrument a wire bent/broke. In addition, the customer claimed that a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The monopolar curved scissors instrument has been received for failure analysis. The instrument was found to have a fully broken grip cable at the grip hub.